Event description:
It was reported that the patient had been self-catheterizing for approximately six weeks prior to water vapor thermal therapy. The patient had cystoscopy and other imaging done prior to procedure. The patient underwent water vapor thermal therapy to treat benign prostatic hyperplasia. The patient had a catheter placed on the day of the procedure and removed five days post procedure. An ultrasound was performed, and it was observed that he was retaining about 650cc of fluid in the bladder after removal of catheter. He had a second catheter placed on five days post procedure. His symptoms started immediately after removal of first catheter. The patient experienced urinary frequency, he was urinating 50-75cc of urine and having to pull over a few times on a 20-minute drive. The patient has been feeling uncomfortable and his anxiety level is high. He feels that his urethra has been traumatized or inflamed. The patient has been in communication with the physician. The patient has follow-up appointment scheduled with physician to remove second catheter on fourteen days post procedure. No further information was provided.

Event description:
It was reported that the patient had been self-catheterizing for approximately six weeks prior to water vapor thermal therapy. The patient had cystoscopy and other imaging done prior to procedure. The patient underwent water vapor thermal therapy to treat benign prostatic hyperplasia. The patient had a catheter placed on the day of the procedure and removed five days post procedure. An ultrasound was performed, and it was observed that he was retaining about 650cc of fluid in the bladder after removal of catheter. He had a second catheter placed on five days post procedure. His symptoms started immediately after removal of first catheter. The patient experienced urinary frequency, he was urinating 50-75cc of urine and having to pull over a few times on a 20-minute drive. The patient has been feeling uncomfortable and his anxiety level is high. He feels that his urethra has been traumatized or inflamed. The patient has been in communication with the physician. The patient has follow-up appointment scheduled with physician to remove second catheter on fourteen days post procedure. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.